Event description:
The customer reported that the sys would not boot up properly. This happened prior to a procedure with the pt. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The sys had to be rebooted and the sys functioned as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.